Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported that insulin squirted during the manual prime process, and the device alarmed. The blood glucose reading was 257mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.